Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-11 h6: investigation summary five representative samples and one used sample was received by our quality team for evaluation. Upon visual inspection of the sample it was observed that the valve had moved. The representative samples were subjected to visual inspection, injection leak test and catheter adapter leak test. The representative samples passed and no abnormalities were observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. (B)(4) was initiated.

Event description:
It was reported that a venflon pro safety 14ga 2.0mm od 45mm l leaked during use. The following was reported by the initial reporter: "when flushing the vps with saline after inserting the vps in the vein, the membrane in the injection-port with cap breaks and the saline flushes out through the injection-port. The patients blood leaks straight out of the injection-port with cap. Risk for the patient! Has happened several occasions at least 1 time more, with the same lot. The customer wishes to change the complaint that flushing was through the injection port with cap and not through the infusion pathway. When removing the syringe saline and blood came out through the injection port. The vps was removed and another inserted. There was no patient harm except double insertions. The customer has a big concern about what could happen if they insert a vps and the leakage happens after leaving the room etc. Especially since it¿s a 14g catheter."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a venflon pro safety 14ga 2.0mm od 45mm l leaked during use. The following was reported by the initial reporter: "when flushing the vps with saline after inserting the vps in the vein, the membrane in the injection-port with cap breaks and the saline flushes out through the injection-port. The patients blood leaks straight out of the injection-port with cap. Risk for the patient! Has happened several occasions at least 1 time more, with the same lot. The customer wishes to change the complaint that flushing was through the injection port with cap and not through the infusion pathway. When removing the syringe saline and blood came out through the injection port. The vps was removed and another inserted. There was no patient harm except double insertions. The customer has a big concern about what could happen if they insert a vps and the leakage happens after leaving the room etc. Especially since it¿s a 14g catheter."